Event description:
The customer reported that the 2.6 system can be adjusted to 7 days. She claims to have done this in system config-sonnarray software options/camera/ultrasound/opf verification timeout. She called into the help desk wanting to adjust the time on her new system to match the 7 days of the old. However, the ogp device should be enforcing a timeout on the calibration which does not exceed a 24 hour window to ensure that the calibration is valid. No serious injury to the pt was reported, as the user observed this issue prior to treatment. No further pt info was provided.

Manufacturer narrative:
Method - actual device involved in the incident was evaluated. Other: though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.